Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.